Event description:
Procedure: pancreatectomy. According to the reporter: the first load fired. The staples seemed to have formed. When checking close, they showed that the staples did not form a "b". The second load did form partial "b" shape but did not close tight to make hemostasis. On both staple lines, there was blood loss. The blood volume loss was not reported. The surgeon doctor treated the problem by hand sewing the area. No tissue damage was reported. The case was delayed by 30 minutes.